Manufacturer narrative:
Tech found the coil cable was ate up by the caster tire and was exposing bare wires. Repair not yet completed.

Event description:
Complaint alleged that bed had locked out and wrench on.